Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that the blue fiber cable is broken and pulled out of the robot. The customer said the blue fiber cable pulled the outer shielding off and the cable is damaged and can't be plugged back in. Tse asked customer if they had a backup blue fiber cable, and they said not that they are aware of. The customer said the surgeon is converting to laparoscopic. The procedure was converted to laparoscopic, and the procedure was completed with no reported injury. Additional information has been requested from the customer concerning the reported event but no response has been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) sent a replacement cable and a backup directly to the customer. The system was tested and verified as ready for use. Verification of the event details cannot be performed via system logs because connectivity was not available at the time of the incident. The system was not connected to the network. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to a broken blue fiber cable, rendering the da vinci system unavailable. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.